Event description:
It was reported that prior to the procedure, the device did not detect the fiber and did not tighten properly when screwed in. It was also noted that the fiber had a detachment. The procedure was completed using another of the same device. There were no patient complications.